Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced hypoglycemia due to a no audio output to alert for low blood sugar levels. The patient stumbled towards his daughter and then suddenly lost consciousness. An ambulance was called, and it was stated that the patient was unconscious for about 7 minutes. There are no continuous glucose monitor (cgm)readings reported from the event, but the patient stated that after the event he was told by the family that the cgm reading was reading correctly low, but that no alarm had sounded for the low alert. The patient was taken to the hospital where he spends 4 days for observation. During the stay in the hospital the patient mentioned he received medication to control his diabetes, both insulin and dextrose. At the time of the report the patient was stable. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and his low alert was set to 75 mg/dl. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. At 11:32 am on (B)(6) 2023, the patient's estimated glucose value (egv)s reached the low alert threshold and he received a visual urgent low soon alert with an egv of 75 mg/dl. At 11:37 am, the patient received a second urgent low soon alert, this time at half volume, with an egv of 63 mg/dl. At 11:42 am, the patient's egvs dropped below the urgent low threshold and he received a visual urgent low alert with an egv of 54 mg/dl. At 11:47 am, the patient received a second urgent low alert, this time at half volume, with an egv of 48 mg/dl. At 11:52 am, the patient's egvs rose above the urgent low threshold to 61 mg/dl and he received a visual urgent low soon alert. The patient's egvs then crossed back into target range at 11:57 am with an egv of 86 mg/dl. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.